Event description:
It was reported that life-threatening low blood glucose levels occurred. The customer did not provide a bg value, and cause for the reported issue was unknown. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.